Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics at the implant site (date not reported).

Manufacturer narrative:
Per the clinic, the patient experienced a loss of osseointegration following the reported infection. Following the loss of osseointegration, the patient was treated with antibiotics and a steroid cream. This report is submitted january 20, 2016.